Event description:
The customer reported that an 840 ventilator had a blank screen. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) cpu and backlight inverter pcbs. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).